Event description:
It was reported that while the anesthesia workstation was in use on a pt, the auxiliary o2 and suction module failed intermittently and turned on and off by itself. There was no pt harm reported. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).